Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary/bowel problems, dyspareunia, psychological and emotional problems. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 06/24/2016.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/removal on (B)(6) 2010. No additional information was provided.